Event description:
Nursing changed lipid line infusing via a umbilical venous line and noted lipids leaking out of IV channel. Lipid IV line noted to be leading at a connector site. IV tubing changed after new bag of lipids sent by pharmacy, causing a delay in lipid administration. There was no harm to the patient.